Event description:
During routine testing of the device at the svc ctr, the svc tech reported that the main central control monitor cable assembly to base had a bent pin. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.